Event description:
It was reported that there is atrial pacing-ventricular pacing going on and atrial pacing is suddenly paced earlier than programmed as shown on the electrogram. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).